Event description:
It was reported that magnetic resonance imaging (MRI) was to be performed on (B)(6) 2014 to rule out the presence of granuloma at the catheter tip. The patient was having pain in their back and down their legs. It was unknown when the symptoms began. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Additional information received reported other oral medications the patient was taking at the time of the event were neurontin, oral dilaudid as needed and zanaflex. The dose of morphine the patient was receiving via the device system was ¿11/day¿ at a concentration of 30 cc. In terms of the catheter issue, routine surveillance showed a 3mm by 2mm catheter tip granuloma. The location of the issue was t5. No troubleshooting was reportedly done. The health care provider (hcp) planned to decrease the dose and would likely move the catheter. In terms of how the patient was doing now, it was noted they were stable. In terms of other information of importance, it was noted ¿discovered last visit treatment in progress¿ it was further reported the cause determined for the catheter issue was spinal morphine infusion. In terms of if any interventions had occurred, the hcp had not yet discussed options in person with the patient. The date the mass was diagnosed was listed as 2014. There had been no recent escalation if the intraspinal medication dose, no recent increase in the patient¿s usual pain, no band like or radicular pain, no new or different sensory complaints or paresthesias, no bladder or bowel incontinence and no new or increased weakness. There had been no lab or x-ray findings before or at diagnosis. No culture had been done. The patient¿s status was still listed as stable.